Event description:
The user facility reported that the distal end of a guidewire became detached inside the patient during an ureteroscopy procedure in which a holmium laser was being used. The wire piece was retrieved using kocher biopsy forceps. Another wire was used, and the procedure was completed successfully with no patient complications. The patient condition is fine. On follow-up communication, the user facility confirmed that they are aware of the potential for damage to the wire when using a laser.